Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-nov-2017 with the following findings: during investigation, the pump powered on with auditory and vibration to a blank screen. The reported ¿blank screen¿ complaint was able to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad. The pump¿s cover was removed, and the display screen was found to be cracked. A test display screen was mounted and was still blank at power up. A printed circuit board inspection found a cracked u22 eeprom component.